Event description:
Event description guidant received information that this atrial lead triggered a lead safety switch (lss) to occur. A review of the daily measurements could not determine if the lss occurred, due to low or high impedance values.